Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer receiving effective pain relief from her scs system. As such, she has discontinued to use the device. The patient also declined reprogramming. The patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patent met with the physician on (B)(6) 2017. However, the scs system was not discussed. The patient has unrelated health issues and will address those issue prior to moving forward with interventions with the scs system.